Event description:
It was reported that during the cholecystectomy, the device's scissors slipped off the anatomy and contacted the patient's vasculature. The patient had leaks that resulted in readmission. There were no patient adverse event.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # z7052r. E1: unk initial reporter first name. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch z7052r number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was bleeding discovered or diagnosed (what tests, scans, etc. Were performed)? How much bleeding occurred? Were any blood products given? If reoperation, what was found at reoperation? What anatomical location was bleeding found? Was bleeding in same anatomical location where clips were applied during initial procedure? How was patient treated for bleeding that occurred? What is current patient status? What type of structure was the device being fired across? Which firing did the incident occur on? Was there any feeding issues experienced with the device? Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.